Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with novosyn suture. The client reported that during an acute c-section, nurses opened a suturepack without any needle attached. It was only this one suturepack that was missing a needle, the rest of the box had no problem. It caused extra amount of time to first search for the needle as they thought that they had lost it, but also extra time to find a new suture for the patient. Further information has been requested.

Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market 5,616 units of this code-batch. There are no units in stock in b. Braun surgical's warehouse. We have not received any sample to analyze this case. Without any sample we cannot carry out an analysis in order to take a decision. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled usp/ep and b. Braun surgical requirements. Furthermore, needle attachment strength results before releasing the product were 2.82 kgf in average and 2.46 kgf in minimum and fulfilled european pharmacopoeia (ep) requirements (1.53 kgf in average and 0.46 kgf in minimum). Final conclusion: without samples, we are not in position of studying if the involved product does not fulfil the specifications. In consequence, a proper analysis cannot be done, and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyze it. We regret any inconvenience this issue may have caused and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.